Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
The patient has filled the stroller at the morning, used it at breakfast and after approx one hour wanted to fill it again to be able to take it to the gym. When filling for the second time the vessel started emptying. The healthcare personnel called "emergency" but a porter helped the patient to carry the vessel outside the room. No harm on patient. The human error handling cannot be ruled out in this case. Possible that the filling has been started before the qdv valve was dried. An "overfilling" could had happened.

Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications, other than a slightly out of specification primary relief valve (prv), which should be replaced as part of preventative maintenance but has no bearing on the alleged incident reported. The alleged incident reported could not be duplicated.